Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the upper arm vessel. The 90% stenosed de novo lesion was located in the moderately tortuous upper arm. A 7.0 x 40/40 sterling balloon dilatation catheter was selected and inflated to 6 atms on the 1st and 2nd inflations. On the 3rd inflation to 6 atms, a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).